Event description:
It was reported that during a pre-use check the cuff did not inflate. The cuff only swelled slightly when checking the cuff. There was no patient harm/adverse event reported.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. D5: operator of device is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. After the testing was finished, the device was still inflated. The reported complaint is not confirmed as the product functioned properly. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product.